Manufacturer narrative:
Sample was fresh edta venipuncture 3ml stored at room temperature. Controls were run before and after the incident and were within limits. The instrument was performing within quality control specifications. A field service engineer (fse) was dispatched for the event. The fse replaced the probe, needle cartridge, probe wipe, diff lamp and flowcell. The fse ran several patient samples to verify and validate the system. The initial run and rerun results are indicative of an inadequately mixed specimen when compared to the redrawn results. Per labeling, collect and mix the specimen, mix the blood specimen gently and thoroughly before analysis according to the tube manufacturer's recommendations and your laboratory's protocol.

Event description:
A customer reported that the coulter act 5diff autoloader generated low white blood cells (wbc), platelets (plt), and high red blood cells (rbc), hemoglobin (hgb) and hematocrit (hct) results for one (1) patient with instrument generated flags in cbc/diff mode. Per protocol, the customer reran the same specimen in cbc mode with similar results but without instrument generated flags. The hgb & hct results were flagged hh (action high) on both runs. Rerun results were reported out of the lab. Because of the hh flagging, the same patient was redrawn and run on a reference instrument with results that were considered correct. The redrawn sample was run on the coulter act 5diff autoloader in cbc/diff mode with similar but lower wbc, rbc, hgb and red cell distribution width (rdw) results compared to the reference results. All samples processed on the coulter act 5diff autoloader were run in manual (open vial) mode. All samples run before and after the incident were verified following the customer's protocol and considered accurate. There was no death, injury or change to patient treatment associated with this event.